Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va1dsd7, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wanted to turn the stimulation down, but couldn't seem to do it because they didn't remember how. They were feeling uncomfortable stimulation. There was a lot of pain in their leg, cheek, and top part of their thigh on the right side and there was a buzzing in their back. They also had pain in their labia. The patient stated that they did have it higher, but then got it lower which seemed to help. However, the pain was back again. It was confirmed that the therapy was on. It was noted that this didn't happen all the time. Rather, it happened with certain positions and if they didn't lay in the right position at night. It also happened when they would get up and walk around. These issues began on (B)(6) 2017, which was the day they were implanted. After decreasing the stimulation from 2.5 volts (v) to 2.3 v, they weren't feeling the discomfort anymore. They didn't want to decrease it too much because they wanted to still have the positive effects of the therapy. They were also concerned that the lead may not be in the right place. They were going to follow-up with a healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1dsd7, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1dsd7, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a con. It was reported that programming of the device was what led to the uncomfortable stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.